Manufacturer narrative:
The device was returned to a zoll approved service provider. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The multifunction cable and ECG patient cable were replaced as a precaution. The device was recertified and returned to the customer. The device logs were not saved during the evaluation of the device and were unavailable for review. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to charge to set energy. Complainant indicated that there was no patient involvement in the reported malfunction.